Event description:
Exploratory lap performed for possible bowel leak, staple line was not intact. Pt event was an unscheduled return to surgery; was status post colon resection. At return the bowel staple line was not intact. MDR reports staple line failure.